Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported error messages several times while using the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer "got sleepy and rolling her eyes" and emergency services were called. A blood glucose test of 37 mg/dl was obtained on an hcp meter and the customer was monitored and "thinks" they were provided glucose for treating the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.